Manufacturer narrative:
Received one (1) used list# 125390490, primary plum set, 1.2 micron filter, clave y-site, secure lock, 104 inch for inspection. The filter vents on the used 1.2 micron filter were wetted out with prior infusate. The set was tested per product specifications. As received, there was leakage from the 1.2 micron filter. The reported complaint of leakage on the 1.2 micron filter can be confirmed. The probable cause of the leakage is due to a temporary or complete loss of hydrophobic properties due to prior infusate interaction. Lot history review could not be conducted because no lot number(s) was/were identified.

Event description:
The event involved primary plum set, 1.2 micron filter, clave y-site, secure lock, 104 inch where the customer reported that the device was leaking tpn/lipids at the filter. There was patient involvement but harm was not reported as a consequence of this event.

Manufacturer narrative:
D4 - plots - possible lot numbers - 14035850 and 14103836 14035850 - manufacture date: 8/1/2024 expiration date: 08/01/2027 and 14103836 - manufacture date: 10/01/2024 expiration date: 10/01/2027.